Manufacturer narrative:
(B)(4). Pinion axle support. Batch # l5535r. Additional information was requested and the following was obtained: the surgeon indicated he attempted to use the stapler on thicker tissue, but he did not think it was too thick. The device was closed and attempted to fire. It traveled only a short distance and had a definite hard stop on the first firing. A second stapler was used, same result. No patient consequences. The following information was requested, but unavailable: just to confirm, when the device traveled a short distance and had a hard stop, did the device deliver any staples? If yes, were the staples formed properly? If yes, was the staple line complete? Did the device cut? If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? The analysis results found that the ats45 device was received with the firing mechanism damaged and with no reload present. The firing trigger was noted to be jammed halfway blocking the closing trigger to home position. Therefore, the device would not open. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the pinion axel support was found broken. While no conclusion could be reached on what caused the firing mechanism to fail, it is possible that the device was attempted to fire on thicker tissue than indicated or attempted to fire trough a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B)(4). A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic excision of ovarian teratoma procedure the device failed. The procedure was completed with an endoscopic linear cutter device. No patient consequences were reported.